Manufacturer narrative:
H6: annex d/fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that visually, the inner tip was missing/broken upon return. There were no loose components. Functionally , for further analysis, the middle assembly spun freely by hand with no binding, but the inner assembly could not be tested due to the inability to observe the inner tip and therefore failed console functional testing. For further analysis, an x-ray was performed to observe the internal construction of the device and portion of the inner tip were broken/fragmented inside the middle tube and multiple portions of the spiral wrap were overstretched at the distal and proximal ends of the device. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that blade was not broken when removed from package. During intra-op, the blade base part came off and could not be properly attached to the handpiece, so blades did not rotate. There was no patient impact. Both blades had same issue.